Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair interventional procedure. Reportedly, the first prostyle was inserted and worked without issue. The second prostyle was then inserted and started fine until the foot was attempted to be closed. There was a resistance pulling back the device. The physician re-tried to fully open it again and then forward the prostyle some milimeters into the vessel, but when it was retried to close the foot there was the same resistance. The device was pulled a little bit harder and the prostyle came out along with some of the vessel tissue. A third prostyle was used (changing the angle) and it worked without issue. The bleeding caused by the vessel damage could not be stopped by inserting a 8f sheath but taking a 12f sheath. The intervention was performed by going up to 16f for the non-abbott stent graft. At the end the hole was closed with both successful prostyles. Hemostasis was achieved and patient was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the physician re-tried to fully open the foot again and then forward the prostyle some milimeters into the vessel, but when it was retried to close the foot there was the same resistance. The device was pulled a little bit harder and the prostyle came out along with some of the vessel tissue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device pulled against resistance was circumstantial due to the difficulties experienced and would not have contributed to the reported difficult closing the foot or difficulty removing the device. The reported patient effects of tissue injury and hemorrhage are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the vessel closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. It is possible that an interaction with patient anatomy or with the previously deployed sutures prevented the foot from fully closing, thus inhibiting removal and subsequent tissue damage. The reported patient effects of tissue injury and hemorrhage are known as an inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.